Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable alarm during use on a patient on the vela ventilator. At this time, there is no information regarding patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: a vyaire field service technician went onsite and evaluated the device. Device did not ventilate what so ever. It would just display ventilator inoperable in the top right corner. Filed sales representative change printed circuit board and performed owner verification process to manufacture specification. Device is now up and running. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.